Event description:
Patient reportedly obtained blood glucose results of 245 mg/dl, 129 mg/dl, 145 mg/dl, and 126 mg/dl, within 10 minutes, when testing on the aviva system. No action based on device results was reported and no adverse event occurred. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial has or intends to report the event to FDA.